Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had incident of diabetic ketoacidosis twice in a year while using the insulin pump. It was unknown whether the auto mode feature was active at the time of incident. The customer's blood glucose level at the time of incident is unknown. The insulin pump will not be returned for analysis.